Manufacturer narrative:
Initial.

Event description:
It was reported that the user struggled to hear audible alarms on the ilet despite the alarm volume being set to maximum and no muffling or malfunction identified during phone assessment. Symptoms included difficulty perceiving device alarms. Outcomes included the need for user assistance to configure supplemental notifications. Investigation included remote troubleshooting, confirmation of alarm settings and functionality, and education on use of the companion application. Investigation of this case revealed that the device alarms functioned as designed and that user-specific hearing limitations likely reduced audibility. It was concluded that the cause was user-related factors with the device operating within specifications.